Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, developed sepsis, and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was a breach in aseptic technique and the breach in aseptic technique was further described as the patient had poor hygiene. Treatment for the peritonitis event was unknown. The cause of death was sepsis. Sixteen days after the onset of the peritonitis, the patient was hospitalized to have the peritoneal dialysis catheter removed and the patient was hospitalized at the time of death. The patient was not yet recovered from the peritonitis event at the time of death. It was not reported if the patient was retrained on the proper aseptic technique. It was not reported if an autopsy was performed. Eighteen days prior to death, dianeal and extraneal therapies were stopped. No additional information is available.